Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that while on vacation out of the country, the patient received multiple inappropriate shocks while jogging. The right ventricular (rv) lead had a possible fracture and high/undefined impedance. The patient was transferred back home where the lead was capped and replaced. The patient reporting having pain and suffering as a result of the event. No further patient complications have been reported as a result of this event.